Event description:
Pt was in for laparoscopic roux-en-y gastric bypass, liver biopsy (this is normal...they all get a liver biopsy), and gastrostomy. Ten days later, the doctor informed me that this patient passed away over the weekend. Autopsy revealed failed staple lines in two places (pouch and distal stump). He stated that during the surgery he had no indication of a stapler problem. Four days after the initial surgery, the patient went to a different hospital with c/o abdominal pain and being clammy. The ER called the doctor and he had three concerns: pe (pulmonary embolism), mi or a leak. The ER doctor said they ruled out pe and mi. They then decided to do a CT to rule out a leak. This was the last that the surgeon heard from the doctors at the ER. Apparently, the CT was read as negative. The patient was sent home. A few days later the patient was discovered dead in his home. Reportedly he passed away a day before he was discovered. The stapler device used was an ethicon echelon long endoscopic cutter-straight ref # long60. This devices cuts and staples when loaded with staple product (it does not come pre-loaded. There are multiple sizes available to fit the device). The staples used in the case were echelon60 reload #ecr60w, and #ecr60b.